Manufacturer narrative:
Evaluation summary: no photos or devices were returned; therefore the condition cannot be determined. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined; however this complaint may be re-evaluated upon receipt of more information. Evaluation: item and lot numbers for the liner were provided, and the manufacturing records were found to be conforming at the time of manufacture. Manufacturing records for the other device revised could not be reviewed due to lack of item/lot numbers.

Event description:
It is reported that the patient was revised for dislocation. The original surgery was in 2004.